Event description:
It was reported that during central processing, the 8 mm curved bipolar dissector instrument had broken wires. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.